Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) cleaned the probes and checked the probe and cleaning positions. The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics cobas elecsys anti-tpo results for 2 patient serum samples on a cobas e 801 module. On (B)(6) 2024, sample 1 had an initial anti-tpo result of 42.7 iu/ml. An aliquot of the sample was repeated on another e801 analyzer and the result was <9.00 iu/ml with flag. An aliquot sample was repeated on the original analyzer and the result was 9.96 iu/ml the original sample was also repeated on the original analyzer and the result was <9.00 iu/ml with flag. On (B)(6) 2024, sample 2 had an initial anti-tpo result of 42.0 iu/ml. The sample was repeated twice and the results were 10.7 iu/ml and 13.0 iu/ml. An aliquot of the sample was also tested and the result was 11.2 iu/ml.